Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 568 mg/dl. The customer stated that she overate and took 10 units of insulin. The customer stated that the pump will not let her calibrate because she is too high. The customer was advised to monitor her blood glucose and to wait an hour to calibrate for her blood glucose to stabilize. The customer declined to troubleshoot for high blood glucose readings.